Manufacturer narrative:
B3: day of event is unknown. H3: one device was received. The device was visually and functionally tested and the customer reported complaint was able to be confirmed. Contamination was found on the downstream occlusion (dso) sensor and seal. Upon further investigation, the upstream occlusion (uso) seal was found to be separating, and the dso seal was delaminating. The dso sensor, dso seal, and uso seal were all replaced to address this issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the there was a cassette not attached error. The event occurred during testing.